Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(6) - repair mr ide study. Patient ID: (B)(6). It was reported that on (B)(6) 2022, the patient presented with degenerative mitral regurgitation (mr) with posterior leaflet prolapse. Two mitraclips were successfully delivered and deployed, reducing the mr to trace. On (B)(6) 2024, severe mr was noted due to worsening cardiomyopathy. No treatment was provided. Per physician, the mitraclips remained stable and well seated. There was no device related tissue injury observed. On (B)(6) 2024, mild non-obstructive coronary artery disease (cad) and mild left ventricular end of diastole pressure (lvedp) were noted. On (B)(6) 2024, the patient was admitted to the hospital for low sodium levels (hyponatremia), acute on chronic congestive heart failure with progressive dyspnea, cough, severe mr, and lower extremity edema. Medications were provided as treatment. There remained no device malfunction noted. On (B)(6) 2024, a mitral valve replacement, maze procedure, and left atrial appendage (laa) closure were performed.

Manufacturer narrative:
H2 correction: d9 device return updated as returned. All available information was investigated, and no functional analysis was performed to investigate the reported adverse event without identified device or use problem as this is related to patient, procedural or operational circumstances and there was no issue related to the functionality of the clip delivery system (cds). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported heart failure, recurrent mitral regurgitation (mr), dyspnea, and edema were unable to be determined. The reported patient effects of dyspnea, heart failure, mitral regurgitation, and edema, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization, surgical intervention, and medication required were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.